Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial# unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure but before using it to the patient, the reload magazine did not close completely and did not fit into the trocar, so it was unable to be used. The surgical team tried with another reload from the same batch, but the same problem was identified. Another reload was used with the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city, MFR region, postal code) d4 (expiration date, lot number), d9, g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two opened reloads and one sealed reload were available for evaluation. Visual inspection noted two reloads had a full staple complement and jaws were open. One reload was received in a sealed blister package and had a full staple complement. Functionally, the two opened reloads were loaded into a representative instrument. Each reload jaws were clamped and a noticeable gap could been seen. Each reload jaws were clamped and a noticeable gap could been seen. Each reload was applied to test media. All staples were placed and test media was cleanly transected. Each reloads interlock was tested and found to function properly. The sealed reload was removed from the sealed blister package and was loaded into a representative instrument. The jaws were clamped and a noticeable gap could been seen. The reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument was difficult to insert through a port and the jaws did not close completely. The reported issues were confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.